Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate was observed in a large volume folfusor. The device was filled with vancomycin 3 g / 240 ml. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 17, 2021 - august 18, 2021. H10: the actual device was received for evaluation containing fluid in the bladder. Visual inspection via the naked eye and microscopic showed no evidence of particulate matter in the "pump tank" or in other parts of the device. Every part of the device was thoroughly examined, and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.